Event description:
It was reported that the patient's lead integrity alert (lia) triggered due to oversensing and noise on the right ventricular (rv) lead. It was noted that there appeared to be little to no slack in the rv lead. The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Analysis of the device memory indicated the right ventricular lead integrity alert, for oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).